Event description:
Independent repair center: leaking low o2. Per independent repair center statement, low o2 or yellow light. The key failure was that the product tank was leaking. Other issues were that the control panel had a short circuit.